Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient was checked and the atrial lead impedance was out-of-range. X-ray showed that the patient had twiddler's syndrome and had dislodged the leads. Pocket infection was discovered at that time. The system was explanted.